Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/4/04, the pt contacted lfs alleging that his one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke with the pt's mother on 10/6/04. In 2004, the pt reported obtaining a result of 490 mg/dl on the reported meter after experiencing symptoms of feeling hot and cold. The pt stated that he retested and obtained a result of 120 mg/dl. He also tested with another meter and obtained a result of 120 mg/dl less than or equal to 10 mins after testing with the reported meter. On 10/6/04, the pt's mother stated that, the pt was diagnosed with diabetes three mos ago. The pt is treated with diet only and does not take any medication for his diabetes. The pt's mother was not familiar with the specific blood glucose readings that the pt reported to lfs prior to the event. However, she stated that the pt was not taken to the hosp for treatment following the use of the reported meter. He visited the hosp to attend a diabetes education class. The pt's mother stated the pt typically tests with his meter in the morning to obtain a fasting blood glucose reading and in the evening two hrs after eating. His usual fasting blood glucose result is 105 to 110 mg/dl; his usual two-hr post-parandial result is around 150 mg/dl. The pt did not allege harm. Based on the info supplied by the pt's mother, the pt did not experience injury or medical intervention due to the meter. The customer svc rep walked the pt through two consecutive control solution tests, which fell outside the specified control solution range. Based on the failed qc testing, there is an indication that the prod malfunctioned and that the event meets criteria for a medical device reportable. The meter, test strips and control solution were replaced.